Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 685 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by intravenous insulin. The customer also stated that the o ring of insulin pump was chipped. The act and esc button of insulin pump had to be pressed multiple times to get it to respond and also the rewinds were a little louder and slower. The customer stated that he had to change batteries in every 4 days. After troubleshooting customer stated that the buttons were responding well. The insulin pump will not be returned for analysis.